Event description:
An 8/6mm amplatzer duct occluder (ado) was attempted; however, prior to the ado being released from the delivery cable, the patient's blood pressure (bp) dropped. The ado was retracted and removed and the patient's bp returned to normal. As a result, the patient was kept for observation, prolonging his hospital stay.

Manufacturer narrative:
The ado was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause of the reported event could not be conclusively determined.